Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 386 mg/dl. The customer had been experiencing difficulty breathing and high heart rate and went to the hospital with a respiratory infection. The customer was not wearing the insulin pump at the time of the event but had been wearing it less than 48 hours prior. The caller reported that the insulin pump was working fine. She stated she would call back to continue troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.